Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient found the needle had not deployed as intended, and the cannula did not insert in the skin. The pod was worn less than an hour. No impact to the patient's glucose level was reported. Details regarding treatment were not provided.